Manufacturer narrative:
The received report indicated that a 6 x 80mm smart flex biliary stent delivery system (sds) was not able to track over the iliac bifurcation during advancement. The device was removed and the procedure completed with angioplasty alone with no reported patient injury. When returned to the manufacturer for evaluation, the sds revealed evidence of a wrinkled condition on the clear section of the distal tip with the stent slightly visible. The event involved a patient undergoing percutaneous intervention on a target lesion in the superficial femoral artery. This lesion was described as 70% stenosed, 20mm in length, ¿possibly¿ calcified and with the ¿possible but doubtful¿ presence of thrombus. The patient¿s vasculature was accessed via a contralateral approach and the target lesion pre-dilated with a subsequent residual stenosis of 30-42%. The site reported that the smart flex sds was stored, handled and inspected according to the instructions for use (IFU) and nothing unusual was noted about the packaging or device prior to use. No difficulty was experienced when removing the device from its¿ package or when flushing it prior to use. The smart flex sds was advanced over the guidewire without issue and no unusual force was noted during the device¿s introduction. The proximal part of the sds was kept straight and the handle was maintained in a stable position and the device did not pass through a previously deployed stent. Difficulty was experienced when attempting to track the sds over the steep iliac bifurcation. The device was removed without difficulty with no reported patient injury. It is unclear from the report whether the target lesion was treated with further angioplasty at this point. However, the site reported that the iliac bifurcation was too steep to pass another sds. When returned to the manufacturer for evaluation, the sds revealed evidence of a wrinkled condition on the clear section of the distal tip with the stent slightly visible. A non-sterile unit of smart flex 6x80 bil, 120cm was received inside of a plastic bag. Smart flex catheter had a compressed condition on the clear section 12 cm from distal tip. The stent was not deployed. Dried blood residual was observed on the device. No another damages were observed. Catheter body outer diameter was measured at different distances and found to be within specification. The sds was inspected under the vision system and the compressed condition was confirmed; a wrinkled condition was observed on the clear section distal tip end. The stent was received slightly out of the clear section. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿stent delivery system (sds)/ tracking difficulty¿ event was not confirmed based on the dimensional analysis of the catheter. The cause of the event experienced by the customer as well as the observed compressed and wrinkled condition could not be conclusively determined. However, procedural factors might have contributed to the event. The product IFU states that this device is indicated for use in the palliation of malignant strictures in the biliary tree. The safety and effectiveness of this device for use in the vascular system have not been established. The IFU further warns that if resistance if met at any time during the insertion procedure, the user is to not force its¿ passage. Resistance may cause damage to the stent or lumen. Based on the information available for review, there are vessel characteristics (steep iliac bifurcation) and procedural factors (use of device in the vasculature) may have contributed to the reported events. Neither the analysis nor the device history record suggests that the reported event could be related to the manufacturing process. Therefore no corrective actions will be taken. A risk assessment has been initiated to address this issue.

Event description:
The report received indicated that the 6x80 smart flex stent would not cross the steep aortic arch. There was difficulty tracking the stent delivery system (sds) through the patient's vasculature. The patient was unable to be stented because the arch was too steep to cross a stent. Analysis of the device indicates the "stent was received slightly out of clear section." There was no report of patient injury. The product will be returned for analysis. There was no damage noted to the product packaging upon inspection prior to use and there was no reported difficulty removing the product from the packaging. The product was stored, inspected, handled, and prepped according to the instructions for use. There was nothing unusual noted about the sds prior to use. There was no problem reported flushing the device. The intended target lesion was the superficial femoral artery (sfa). A contralateral approach was used, which was "the issue crossing the arch&#56224;the diameter of the unconstrained stent was not sized 1-2mm larger than the vessel diameter. The lesion was 20mm in length, 70% stenosed, and "possibly" calcified. It was "possible but doubtful" that thrombus was present proximal to, at, or distal to the lesion site. The lesion as pre-dilated prior to introduction of the stent, with a residual stenosis of 30-42%. There was no encountered difficulty advancing the device over the guide wire. Reportedly, unusual force was not used at any time during the procedure. The sds did not have to pass through a previously placed stent. The proximal part of the delivery system was kept straight and the handle was maintained in a stable position.